Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The insert was revised due to pt pain. Upon revision, the insert was found to be worn.